Manufacturer narrative:
(B)(4). The device involved in the event was not returned, therefore a return sample evaluation is unable to be performed. A pneumonia is a known complication of a n tube placement. Refer to MDR 3010757606-2018-00201 for the peg tube record. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of naso - jejunal tube (nj) tube. On (B)(6) 2018 the patient had the nj removed and a peg placed. On (B)(6) 2018 the patient had an increase in body temperature and was identified to have a left lower lobe infiltrate and an urinary tract infection. The patient was placed on antibiotic tazocin 4.5 mg (3x1) intravenously. On (B)(6) 2018 the patient was discharged from the hospital.